Manufacturer narrative:
Concomitant product: product ID 8784, serial # (B)(6), implanted: (B)(6) 2013, product type catheter.

Event description:
It was reported that the pump pocket size had increased over time and they had difficulty filling the pump. A device pocket exploration was done on (B)(6) 2013 and the pocket was full of fluid (clear). Per reporter, there were no patient symptoms/injuries related to this event. Pump connector site was examined and a leak was seen at the tapered end of the connector. It was stated that the pump was connected tightly, however there was a hole right at the base of the sutureless connector. A leak was seen at the tapered end of the connector. The leaking pump connector was removed and a new one attached. Patient status at was noted as ¿alive - no injury/no adverse event¿. Drug delivered via the device was dilaudid.

Event description:
Clarification: the clear fluid was cerebrospinal fluid.

Manufacturer narrative:
Catheter model: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013; catheter model: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk. (B)(4).

Event description:
Additional information: it was later reported that a second revision was later performed as of the date of this report due to pump pocket fluid collection and spinal site fluid collection. Healthcare provider replaced pump segment and kept spinal segment intact. A third revision thereafter occurred on (B)(6) 2013 and the entire catheter was replaced. The old site sutured was closed and a new level accessed for the new catheter. Patient insisted on whole system removal due to fluid collection in pump pocket that was done on (B)(6) 2013. Healthcare provider thinks that the catheter is "too stiff". Patient symptoms were stated as seroma and less than 50% therapy relief.

Manufacturer narrative:
Updated/corrected concomitant medical products: product ID: 8784, serial # (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type: catheter. Product ID: 8784, serial # (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type: catheter. Product ID: 8784, serial # unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type: catheter. Product ID: 8782, serial # (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type: catheter. Product ID: 8780, serial # (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type: catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned for analysis was catheter model #8780, serial # (B)(4) in two pieces. Analysis of the same revealed no significant anomaly. During testing no leaking was seen and visual inspection did not show any anomalies that might be related to the leak that was reported. It was noted that catheter body was incorrectly assembled or sutured.